Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was difficulty in monitoring arterial pressure trace. There was a "unable to update timings" alarm generated. A new console was used, but the problem persisted. Therefore a new iab was inserted. The trace is more stable while patient is lying on their back, but patient turning to their side caused the trace to become more erratic. There was no reported injury to the patient. The event date is unknown. This submission is for the 2nd iab used.